Event description:
The pt reported the battery for his insulin infusion device was in use for " a couple of days" before it failed and the screen displayed "3.00 and 77." He stated he is aware of the recall. The pt was instructed to throw away all of his recalled batteries and to use only the corrected batteries. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for eval.